Event description:
Patient applied breast pump (correctly and uder direct observation of nurse). Minimal suction was applied for several seconds. Upon removing the pump, the areola and nipple were reddened and exorated with blisters forming. The breast pump was evaluated by clinical engineering. The regulator valve was cleaned. Upon discharge from clinical engineering, the pump's vacuum valves were within specificationsinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, visual examination. Results of evaluation: modification of device. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.